Manufacturer narrative:
The complaint could not be confirmed by investigation. No product samples, pictures, or videos were received for investigation. Without the return of the used sample, a comprehensive failure investigation cannot be performed and a cause cannot be determined. The DHR was reviewed and no nonconformities were found that would have led to the reported complaint.

Manufacturer narrative:
The device is not available for evaluation. The investigation is pending completion. Upon completion a supplemental MDR will be submitted.

Event description:
A complaint was received regarding microclave clear connector that experienced no flow. The reporter stated the following:¿ the radiopharmaceutical could not be injected via the bidirectional valve. No problems were observed during device insertion. This issue was encountered with several valves from the same batch, which is why we quarantined the valves from that batch. A valve from another batch was then used without incident. There was no consequence for the personnel.¿ there is patient involvement. The event was noticed at the beginning of the injection of the medication. The name of the radiopharmaceutical medication is not known.